Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing for upstream occlusion detection verifies that the device is detecting upstream occlusion within reasonable times however no further troubleshooting was performed related to the reported issue. A cause of the reported issued could not be identified as the device is no longer in its as received condition and the opportunity to evaluate for the reported symptom is lost. The device will be required to pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum pump the tubing was removed and when checked found to be slightly flattened in two places. The set up was indicated as: the primary had a continu-flo solution set with a 17 inch head height with no add ons. The y-site fentanyl was y-sited into the propofol. The infusion parameters were volume to be infused (vtbi) 80ml, dose 1mg/ml in 100ml bag, rate 5mg/hr -> 5ml/hr, and medication furosemide. The infusion ran for several hours with no issue until an upstream occlusion alarm occurred and during troubleshooting is when the flattened tubing was found. The tubing was ¿fluffed¿ and loaded back into the pump. The nurse was not bracing the tubing when pulling the blue slide clamp out of pump. It was also noted that the propofol tubing setup was less than 6-8 inch from upper y-site to where tubing entered pump. This was corrected by reloading the tubing with 6-8 inches. A second upstream occlusion alarm occurred and again tubing was found flattened. It was removed, ¿fluffed¿, and reinserted, with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.